Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email high blood glucose levels. Customer's blood glucose level was 445 mg/dl. Customer advised they may have had the flu or another illness. Customer advised they will work with their healthcare provider to adjust the basal rate settings. Customer declined to speak to the 24 hour helpline.